Event description:
This is filed for resistance noted during removal of the clip delivery system ((B)(4)) and suspected gripper line break which has the potential to cause or contribute to injury. Additionally, mitral regurgitation grade increased during use with the cds. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The first clip ((B)(4)) was implanted on the mitral valve leaflets and the mr was reduced to 1-2. The second clip delivery system ((B)(4)) was advanced to the mitral valve leaflets. A sufficient leaflet grasp was confirmed but there was a significant eccentric jet in the clip area and the mr increased to 3 for an unknown reason. The clip was inverted but during retraction, resistance was noted. It is unknown what the resistance was with. The cds was moved slightly anterior and posterior, and then retracted into the atrium. It was noted that when the gripper lever was retracted, the grippers where down; therefore, it was suspected that the gripper line broke. The cds was removed. A new cds ((B)(4)) was advanced to the mitral valve leaflets. After four grasps, the clip was deployed and the mr remained at 3; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr grade was 4. The anterior leaflet seemed to be very mobile as well; therefore, the patient underwent surgical mitral valve replacement with a mechanical mitral valve. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 mitraclip implanted. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system ((B)(4)) referenced is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for gripper line break leading to gripper actuation issue include, but are not limited to, manufacturing anomalies (kinked/bent/damaged gripper line), patient morphology, user technique and procedural conditions (procedural circumstances influencing the ability to actuate the grippers). With respect to patient conditions and/or procedural conditions, the gripper line break resulting in the reported gripper actuation issue, may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), or user technique (such as excessive or forceful retraction of the gripper lever). With regards to user technique, the frequent cycling of the grippers or retracting the gripper lever too far (resulting in damage to the gripper line), can result the reported issues. In this case since it was confirmed that the grippers were able to be actuated during the procedure prior to the reported gripper actuation issue, and during device preparation, it is possible that the cycling/actuation of the grippers during grasping attempts, in conjunction with the resistance encountered during retraction of the cds (procedural conditions) caused increased tension on the gripper line such that the gripper line broke; however, this cannot be confirmed. As a result of the broken gripper line, the gripper arms were no longer able to be actuated and function as intended. Therefore, based on the information reviewed, the reported gripper actuation issue appears to be related to the reported gripper line break; however, a definitive cause for the broken gripper line cannot be determined. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.